Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number qkmaje, and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty involved) suture broken during this procedure? Please confirm the specific number of patient events, per suture product and the quantity of sutures involved. What was used to complete the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2020-09736, 2210968-2020-09737, 2210968-2020-09738, 2210968-2020-09739 and 2210968-2020-09740.

Event description:
It was reported that the patient underwent an unknown breast surgery on (B)(6) 2020 and the suture was used. During the surgery, the suture was brittle and broke under minimal tension while suture deeper breast tissue. There were no patient consequences reported. Additional information was requested.